Event description:
The pulse generator was explanted due to infection caused by the implant of a dialysis catheter.

Event description:
It was reported that an egm showed noise on the atrial channel due to a possible fracture.